Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
The customer's husband reported via phone call that the insulin pump had a button error alarm. Caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the call was 401 mg/dl. The customer's husband was advised that the insulin pump would be replaced and agreed to return the device for analysis.